Event description:
A female pt contacted lifecor customer support to report that her monitor had unexpectedly turned off several times throughout the day. Support asked the pt if the battery pack was secured into the monitor and she stated it was. The download revealed no abnormal shutdown flags. A lifecor pt services representative was sent to the pt to replace the monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor - 11/2003. Battery pack - 09/2007. Battery pack - 09/2007. Device evaluation summary: device evaluations of monitor and battery packs have been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The other battery pack and monitor were full functional. They were restocked. No adverse event resulted from the damaged battery pack. The pt received two replacement battery packs and a replacement monitor.